Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console switched off on its own after a cataract surgery. This happened when the physician was about to shut down the system but it got switched off on its own and after that it did not turn on. There was no report of any patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming power supply was replaced to address the reported event. Unrelated to the reported event, the footswitch latch assembly was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).